Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold issue in the left ventricle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 0181; implanted: (B)(6) 2010; dtba1d1; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. It was noted that the left ventricular (lv) lead had a chronic rise in pacing capture threshold measurements and a chronic rise to high and undefined impedance measurements. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.